Event description:
The reporter contacted animas on (B)(6) 2014 alleging a occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 612mg/dl with polyuria, polydipsia, and blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was not using the cartridge per IFU. This report is being made due to the hyperglycemic event the patient experienced that resulted from not using the cartridge per IFU.

Manufacturer narrative:
Follow-up #1 - device evaluation: the retained cartridge has been evaluated by product analysis on 01/16/2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).